Manufacturer narrative:
Can not confirm serial number. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that numbers are overlapping each other and are illegible. There was no patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that numbers are overlapping each other and are illegible. A serious injury was reported however no further information regarding the patient has been provided at this time.